Event description:
It was reported that the customer experienced an issue preventing the initiation of a cartridge change, rendering the pump unusable. There was no reported impact to the customer¿s blood glucose level. The customer sought assistance immediately and attached a video demonstrating the issue to facilitate technical support in resolving the problem.